Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, the unit powered up once, and then was no longer able. The cause for the unit not powering up was a defective u107 component on the c/a board. The u107 component is a power supply which should supply 1.8 volts to the pxa (application processor) component to power up the device. Because of the defective u107, only 0.8 volts were supplied, thus not powering up the monitor. The root cause for the defective component cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power up. The patient was issued a replacement monitor.